Event description:
A report of a pocket revision was received. The reason for the revision was that the pt had fallen and was having difficulty charging as the implantable pulse generator had moved too deep after the fall. The pt is reportedly doing well following pocket revision surgery.

Manufacturer narrative:
This is the final report.